Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed one incoming step because its liquid crystal display was out of specification, it was missing segments and another incoming step because its heart block and heart wire contacts were contaminated. When they were cleaned and this step rerun, all passed. Analysis further noted that the upper case, two side bail covers, the ring cover and the battery drawer were broken, the lower case was broken and contaminated, the battery contacts compressed and two side bails and the ring were missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.